Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received indicating that the event occurred during testing. No patient was involved.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with taper seal missing. Review of the device history log showed occurrences of downstream occlusion alarms. Functional testing found that the downstream occlusion sensor was out of specification. The sensor was recalibrated. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump failed pressure testing, kept occluding. No adverse patient effects were reported.